Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found that normal battery depletion had occurred.

Event description:
It was reported that the pulse generator exhibited premature battery depletion. The device was explanted and replaced on (B)(6)2014.